Event description:
A nurse reported that the instrument was not giving phacoemulsification power during a cataract with (iol) intraocular lens implant procedure. The customer troubleshot by replacing the footswitch; however it was the use of a new cassette that resolved the issue. The case was able to be completed w/o harm to the pt.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).